Event description:
Per dealer the batteries will no longer hold a charge and have failed load test. Dealer stated there were no injuries. Dealer stated the end user was stranded downtown in her city for a half an hour and had to wait for her husband to come to push her.